Event description:
The device was used during a laparoscopic hernia procedure. The instrument did not fire properly. The surgeon applied another instrument to complete the procedure. No pt injury reported.